Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent an explant procedure due to frequent charging. The patient experienced persistent difficulty maintaining adequate charge in the implantable pulse generator (ipg). Postoperatively, the patient is recovering well and reporting satisfactory pain relief. In accordance with facility policy, the explanted device will not be returned.